Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: manta deployed in normal fashion by physician, post tavr, post image showed occlusion of sfa. 7mm balloon was deployed to dilitate area. A surgical cutdown was performed and determined stick was at level of bifurcation causing interference with closure.